Event description:
The customer reported the telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the telemetry device has a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.